Manufacturer narrative:
(B)(4). The customer returned one acute hemodialysis catheter for analysis. Signs of use in the form of biological material was observed inside the catheter body. Visual analysis revealed that the catheter body contained two kinks across the extrusion. No other obvious defects or anomalies were observed. The kinks on the catheter measured 4mm and 55mm from the juncture hub. The catheter body total length from the juncture hub to the distal tip measured 168mm which is within the specification limits of 157mm-177mm per the catheter graphic. The catheter body outer diameter measured 4.02mm which is within the specification limits 3.96mm-4.06mm per the catheter extrusion graphic. A lab inventory syringe filled with water was attached to both the distal and proximal lumens. The plunger was compressed, and water was observed exiting out of the respective exit points for both extension lines. Performed per IFU statement "prepare catheter for insertion by flushing each lumen and clamping or attaching injection caps to appropriate extension lines". A lab inventory guide wire with a diameter of .035" was inserted through the distal lumen of the returned catheter. Little to no resistance was observed as the guide wire passed completely through the assembly. According to amrq-000075 rev 15, "the catheter body extrusion shall have a corrected kink radius of = 2.5 cm when tested at ambient indoor conditions." This means that the catheter should not kink unless its bend radius is less than or equal to 2.5 cm. The returned catheter was bent to a radius of 2.5 cm at various locations along the catheter body. No kinks were formed at any point. A device history record review was performed, and no relevant findings were identified. The IFU provided with the kit informs the user, "do not suture directly to the outside diameter of the catheter to minimize the risk of cutting or damaging the catheter or impeding catheter flow." The report of a kinked catheter was confirmed through complaint investigation. Visual analysis revealed two kinks across the catheter body. Despite the damage, the catheter met all relevant dimensional and functional requirements, and a device history record review did not reveal any relevant findings. Based on the customer report and the sample received, unintentional user error likely caused or contributed to this event. Teleflex will continue to monitor and trend complaints of this nature.

Event description:
The complaint is reported as: "the catheter connected to junction (blue head) had damage to cause drug not going well." It was reported the catheter had been "flattened". The catheter was removed and replaced. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The complaint is reported as: "the catheter connected to junction (blue head) had damage to cause drug not going well." It was reported the catheter had been "flattened". The catheter was removed and replaced. No patient harm reported. The patient's condition is reported as fine.